Event description:
It was reported that no external power alarms occurred on (B)(6), 2023 and (B)(6), 2023, however the patient denied that power was interrupted. Log file review captured a backup battery fault on (B)(6), 2023 at 10:57:09. These continued throughout the remainder of the log. It was also noted there was a driveline disconnect on (B)(6), 2023 at 13:14:52. The account reported that the driveline was disconnected and reconnected after the backup battery was replaced, however the faults did not resolve. The controller was exchanged, and the backup battery fault was cleared. The controller and backup battery were returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power and backup battery fault alarms was confirmed via the submitted log file. A review of the controller event log files spanned approximately 4 days (B)(6), 2023 - (B)(6), 2023 per time stamp. The backup battery fault alarm activated on (B)(6), 2023 at 10:57:09 due to a failed load test. The backup battery failed the load test due to the unloaded voltage being under the allowed threshold. The battery was exchanged at 11:15:43 but the alarm lasted through the remainder of the log file. The driveline disconnect alarm was activated on (B)(6), 2023 at 13:14:52 due to it being disconnected during the troubleshooting process after the battery exchange. There is no correlation between a backup battery fault and disconnecting/re-connecting the driveline. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the controller periodic log files spanned approximately 12 days (B)(6), 2023 ¿ (B)(6), 2023 per time stamp). The log file revealed an increase in the controller backup battery usage count from 50 to 51 on (B)(6), 2023 at 00:52:21, indicating that the controller lost external power but the backup battery provided power without issue until the external power was restored. The periodic log file captures events at designated intervals and so the onset of the loss of power was not recorded. No other notable alarms were active in the log file. The returned system controller, serial: (B)(4), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No alarms were reproduced while testing. Additional information stated that the controller exchange cleared the backup battery fault alarm. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective action was initiated to address this issue, hsc-082343 was manufactured prior to the implementation of that corrective action. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power and backup battery fault alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The heartmate 3 patient handbook, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.